Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump's display had a stain. The customer could not read the screen. The customer's sensor glucose reading was 108 mg/dl and their blood glucose level was 110 mg/dl. The sensors sometimes did not stick. The customer received weak signal alarms. Three months ago, the customer noticed condensation on the screen. The numbers were also hard to see on the display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.